Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to unspecified blood glucose obtained in the hospital. In mid-june, the customer reported losing consciousness and awakening in the hospital where they were being treated with IV glucose for "hyperglycemia". No additional information was reported. Of note, the treatment of "IV glucose" is inconsistent with the diagnosis of hyperglycemia.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date reported by the customer " mid-june." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to unspecified blood glucose obtained in the hospital. In mid-june, the customer reported losing consciousness and awakening in the hospital where they were being treated with IV glucose for "hyperglycemia". No additional information was reported. Of note, the treatment of "IV glucose" is inconsistent with the diagnosis of hyperglycemia.